Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin therapy on the pump. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation.